Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratched lcd window, missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.